Event description:
It was reported that a flogard infusion pump experienced an f38 alarm. This malfunction occurred when the device was turned on. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection and alarm log review confirmed the f38 alarm. This alarm was caused by defective force sensing resistor's (fsr's). The fsr's were replaced to fix the reported condition. The pump passed all tests and was returned to the customer in working order.